Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information. D9 device available for evaluation- additional information. H2 type of follow up- additional information. H6 - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.